Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the platelets infusion facility noted the detachment of the tube. A surgical intervention was required to remove the detached portion.